Manufacturer narrative:
(B)(4). Lot/serial number was not provided, therefore, a review of the manufacturing records could not be conducted. Per the IFU: the gore® viabil® biliary endoprosthesis is non-removable. Indications: the gore® viabil® biliary endoprosthesis is intended for palliation of malignant strictures in the biliary tree. The IFU warnings among others states: the product is not intended for removability, and is considered a permanent implant.

Event description:
It was reported to gore by conmed (the distributor) that a gore® viabil® biliary endoprosthesis (vn1006200) was placed transpapillary in bile duct for a patient post cholecystectomy. It was reported that the stent was placed to treat a benign stricture and the doctor intended to remove the device after the stricture healed. If was reported that after 10 months the doctor went in to remove the stent (off label). Reportedly, the doctor could not pull the stent out and feels as though the anti-migration fins are imbedded into the ductal wall. It was reported they tried sweeping the stent with a balloon and finally decided to place a boston scientific fully covered wallflex inside the viabil. There was no injury to the patient.

Manufacturer narrative:
The explanted device was returned for evaluation. The findings of the evaluation stated the lumen of the device was widely patent. Thin plaques of friable dark yellow/brown to green/orange material were present on the luminal surface of the device. The duodenal end of the device was narrowed with multiple wire discontinuities and graft material disruptions (e.g., cuts and tears). The abluminal surface appeared yellow to dark orange/green however was devoid of tissue. Histopathological examination was not performed due to the paucity of adherent tissue on the returned device. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device was examined for material disruptions with the aid of a stereomicroscope and sent for metallurgical analysis. Material disruptions (e.g., graft material tears and device narrowing) were consistent with manipulation of the device with surgical instrumentation (e.g., forceps, clamps) likely used during the explant procedure. Wire discontinuities were consistent with fracture due to cyclic fatigue loading.